Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular lead exhibited high pacing impedance and high capture threshold. The patient experienced dyspnea. No programming changes were performed. The patient was in stable condition.